Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found, the returned device indicated a missing set screw. (B)(4).

Event description:
It was reported that during the implant procedure the physician did not hear "the characteristic noise" when screwing the lead. The physician pulled on the lead and it came out of the connector block. The lead was screwed in, but no noise occurred. When the screwdriver was extracted, the setscrew came out. A new device was implanted. No patient complications have been reported as a result of this event.